Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure located in fatty tissue behind fallopian tube") and urinary tract infection ("uti") in a (B)(6) female patient who received essure for contraception. Other product or product use issues identified: device monitoring procedure not performed "patient did not have confirmation test". On (B)(6) 2013, the patient started essure. On (B)(6) 2016, 1080 days after starting essure, the patient experienced urinary tract infection (seriousness criterion hospitalization). In december 2016, the patient experienced device dislocation (seriousness criteria hospitalization prolonged, medically significant and clinically significant/intervention required). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (one essure removed and tube dissected on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the device dislocation and urinary tract infection outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered urinary tract infection to be unrelated to essure. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, approximately 3 years after insertion, patient went to ER with urinary tract infection (uti). At the ER, they did some testing and found essure located in fatty tissue behind fallopian tube (seen as device dislocation). Device dislocation is anticipated in the reference safety information for essure while uti is unanticipated. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube or into abdominal cavity, or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation is unknown as patient was asymptomatic and dislocation was an incidental finding during a urinary tract infection exam. However, given the nature of this event, it was considered related to essure. Given the infectious etiology of a urinary tract infection, it was considered as unrelated to essure use. Product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and, approximately 3 years after insertion, patient went to ER with urinary tract infection (uti). At the ER, they did some testing and found essure located in fatty tissue behind fallopian tube (seen as device dislocation). Device dislocation is anticipated in the reference safety information for essure while uti is unanticipated. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube or into abdominal cavity, or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation is unknown as patient was asymptomatic and dislocation was an incidental finding during a urinary tract infection exam. However, given the nature of this event, it was considered related to essure. Given the infectious etiology of a urinary tract infection, it was considered as unrelated to essure use. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information from the reporter is awaited.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure located in fatty tissue behind fallopian tube") and urinary tract infection ("uti") in a (B)(6)-year-old female patient who had essure inserted for contraception. Other product or product use issues identified: device monitoring procedure not performed "patient did not have confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced urinary tract infection (seriousness criterion hospitalization). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria hospitalization prolonged, medically significant and intervention required). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (one essure removed and tube dissected on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the device dislocation and urinary tract infection outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered urinary tract infection to be unrelated to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2017: no further information could be obtained. Company causality comment: this spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and, approximately 3 years after insertion, patient went to ER with urinary tract infection (uti). At the ER, they did some testing and found essure located in fatty tissue behind fallopian tube (seen as device dislocation). Device dislocation is anticipated in the reference safety information for essure while uti is unanticipated. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube or into abdominal cavity, or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation is unknown as patient was asymptomatic and dislocation was an incidental finding during a urinary tract infection exam. However, given the nature of this event, it was considered related to essure. Given the infectious etiology of a urinary tract infection, it was considered as unrelated to essure use. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.